Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type ii and spinal pain. It was reported that on (B)(6) 2018, the patient's therapy turned off by itself. The patient did not know what could have caused it to occur. The rep met with the patient on (B)(6) 2018 and performed reprogramming, which resolved the issue. The patient was directed to contact patient services if it occurs again. No further complications were reported or anticipated.